Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as analysis identified a connector fracture. Microscopic inspection of the fiber tip indicated it was slightly degraded. Laser fibers are consumable devices and expected to degrade with use. Analysis identified an internal connector fracture, and the light is exiting the connector. The aiming beam is bright and round. The console displayed a message that read: treatments used: 0, treatments left: 10. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that post procedure, it was found that the fiber glass was damaged. The procedure was completed using this fiber without patient complications. Analysis of the returned device identified a connector fracture.